Manufacturer narrative:
The reported complaint of unsuccessful firmware upgrade was confirmed. The inability to complete the fw upgrade procedure was assessed as being due to persistent loss of telemetry as caused by insufficiently robust telemetry connection.

Event description:
It was reported that the patient presented for a follow-up. While upgrading the firmware, it was noted that patient's leadless pacemaker (lp) lost conductive telemetry and went into backup mode. The firmware upgrade was unsuccessful. The patient was stable.

Event description:
New information received notes that the device has been programmed back to normal settings.